Event description:
It was reported by the biomedical engineer that the dual drive console (ddc) was loosing pressure. The pt was switched to a back up dual drive console (ddc).

Manufacturer narrative:
Although not specified during the initial contact to the MFR, add'l info received via a medwatch report submitted by the hospital stated that the dual drive console was not emptying correctly, was loosing pressure and a hose attached to the compressor was found to be broken. Replacements parts were ordered and the unit will be serviced by the MFR's trained technical service person. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.